Manufacturer narrative:
(B)(4). Multiple follow-up attempts with the reporter to obtain additional information were unsuccessful. It is unknown the results of the x-ray and if any surgical intervention was needed. The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. The event description did indicate that resistance was felt during catheter removal. While no specific conclusion can be drawn, incidents of this nature can occur when a catheter becomes lodged between rigid body structures and is stretched beyond its design capabilities; or if the catheter is withdrawn or partially withdrawn through the needle, thereby shearing the catheter. Per the instructions for use (IFU) for the reported product catalog number, "never pull the catheter back through the needle due to the possibility of kinking or shearing." Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or involved catheter material number. There were no other reports of this nature against the reported lot number. If additional pertinent information becomes available or if the physical sample is received for evaluation, a follow-up report will be filed.

Event description:
As reported by the user facility: reports the doctor attempted to perform anesthesia for a procedure for kidneys in the pera vertebrae. During the first attempt, the catheter kinked and was therefore removed. The doctor then placed another catheter from the same lot. Upon attempting to remove this catheter, resistance was felt and the catheter broke off inside the patient. The length of the catheter fragment retained in the patient is unknown. The doctor has ordered an x-ray to determine how to proceed with the broken catheter fragment. There were no ill effects with the patient at this time.